Manufacturer narrative:
(B)(4) a partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported following lvad implantation, atrial lead impedance and high voltage lead impedance were both observed to have declined. The system was explanted and replaced. The patient condition is fine.